Event description:
The doctor reports that the dental implant located in position number 12 failed because it fractured through the body part. The doctor confirms that the patient did not suffer any negative impact on his health as a result of the event.